Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain. It was reported that the patient was experiencing a weakness in strength in their right forearm. The patient requested that the physician remove their implant. No diagnostics or interventions were taken at the time of the report. No contributing factors were reported. The explant has been planned, and the device will not be returned to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.